Manufacturer narrative:
Sections with additional information as of (B)(6)2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6)2020: h1: type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value.manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer called due to having low amount of test strips left and requested a vial of test strips. Customer stated it was important for her to test as her meter was reading in the 350's. Customer stated that she has been testing with the truemetrix meter for the last two years and has no problems or complaints with it at this time. At the time of the call, the customer felt well and did not report any symptoms. Customer reported she had called the paramedics (date unknown) due to obtaining a glucose result over 400 mg/dl using the truemetrix meter. Customer was transported to the hospital and had a blood glucose test result of 411 mg/dl. Customer was administered insulin and was discharged the same day. Customer did not confirm concern with high results at time of call.